Manufacturer narrative:
No parts returned for analysis. Device manufacturing date unavailable. If information is provided in the future, a supplemental report will be issued.

Event description:
Medtronic received information regarding a navigation device being used for a cranial biopsy. It was reported that the measurement value was displayed incorrectly. The tip point measurement was missing a number value. Restarting resolved the reported issue. There was no impact to patient less than 1 hour delay reported due to this issue.

Manufacturer narrative:
H2, correction: fdd code updated to a0908. Fdc code updated d18 to the already reported software analysis. Imf code updated to f26 and f1908. Img codes g02008 and g0200803 updated. Ime code updated to e2403. H7 and h9 updated. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Manufacturer narrative:
The software investigation found that the reported event was related to a software issue. This issue was documented in a medtronic navigation software anomaly tracking database. If information is provided in the future, a supplemental report will be issued.